Event description:
Dr (B) (6) removed a 3rd molar from patient on (B) (6) 2010. Dr (B) (6) performed a post-op x-ray on patient and noticed a small sliver of metal from a elevator instrument used in surgery. Dr (B) (6) removed the metal from patient on (B) (6) 2010. Patient was not injured and the patient's long term health was not compromised.

Manufacturer narrative:
Elevator has been returned and forwarded to manufacturer for evaluation.